Manufacturer narrative:
The customer¿s report of a system error code 255-16-275 was not confirmed. Physical inspection of the pcu noted film and contamination on the male iui connector pins. The female iui pins had white dried residue. Inspection of the 4 pump modules showed film, dried white residue, and/or contamination on the iuis. A review of the pcu error logs showed no errors on the date of the reported event. Analysis of the pcu event log showed no recorded data at the reported time of the incident (at 4:45 pm on (B)(6) 2016). The last recorded entry was noted at 1:42pm on (B)(6) 2016. No malfunction related to system error 255-16-275 was recorded in the entire pcu event log. On (B)(6) 2016, the last programmed infusion on channel d prior to the reported event time was noted on pump module s/n (B)(4) at 1:21pm, outside of the reported incident time. The infusion rate on this device when assigned as channel d was not shown as having been updated on this date. Six channel disconnect alarms were recorded between 12:22pm and 1:34pm on (B)(6) 2016. One was attributed to a communication failure, logged at 1:34pm, and involved pump modules s/n (B)(4) (channel c) and s/n (B)(4) (channel d). The additional five channel disconnect events involved the same modules at 12:22pm, 12:58pm, 1:03pm, 1:16pm and 1:17pm. A power loss with the pcu is believed to be the cause of these channel disconnects. Iui testing indicated proper functioning of the iui connectors on the pcu and pump module s/n (B)(4). Functional testing with aggressive manipulation of the system replicated channel disconnect alarms on channel a (s/n (B)(4)) and channel d (s/n (B)(4)), attributed to power loss with the pcu. Replacement of the male iui on pump s/n (B)(4) and the female iui on pump s/n (B)(4) and test infusion with physical manipulation confirmed channel disconnected alarms possibly attributed to contamination on the iui¿s. The proximate cause of the channel disconnect alarms is attributed to the presence of contamination on the pins on the iui¿s. The root cause for the contamination was not determined.

Event description:
The nurse reported that the infusion rate on channel d was being adjusted; after increasing the rate effectively, it was noted that the channel was not listed on the pcu screen, but it did appear to be infusing. When start was pressed on the main pcu for this channel, a system error code 255-16-275 was displayed. A new pcu and 4 channels were programmed. There is no report of any patient harm or medical intervention.